Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and caused loss of watertight integrity, though pump had not shut down and caller was unsure how damage occurred. There was no reported impact to the customer¿s blood glucose level. Customer continued using current pump while technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, explained need to reenter pump settings and reconnect continuous glucose monitor on replacement, and directed customer to return damaged pump using prepaid label within 10 days, which customer understood and acknowledged.